Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The blue transfer set tip (female connector) kept twisting and did not allow the patient to disconnect from the cyler. This occurred after use of the device for peritoneal dialysis (pd) therapy. The patient had to cut the patient line and go into the pd unit for contamination protocol. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.